Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
MDR report: <(B)(4) - attached informed "device malfunction - that is, the device did not do what it was supposed to do" report is attached to this file. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known; (B)(6) lot # unknown. Catalog# 328446. Date of event unknown. Sample status discard. Date of FDA report - april 2025. From: regulatory affairs <(B)(6)>. Sent: monday, (B)(6) 2025 7:44 pm. Subject: fw: MDR report: <(B)(4)>. [Title: logo - description: FDA: u.s. Food & drug administration] sincerely, (B)(6). Do not respond to this email, it is a send-only account. (B)(6) 2025. Describe the event or problem: insulin syringe safety glide mechanism fell off during activation. Insulin was administered prior to safety failure. No needle sticks occurred from the malfunction.